Event description:
A report was received that the patient underwent a revision procedure wherein a lead was replaced per physician's preference. The reason for revision was unknown.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient would not feel the stimulation even when the device was turned up high.

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was replaced per physician's preference. The reason for revision was unknown.